Manufacturer narrative:
(B)(4). Batch #: p94d1n. Investigation summary: the handpiece was received disassembled and the nose cone was cracked. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device does not function. Customer requested a new one, no procedure involved. Device still under warranty bought on (B)(6) 2018.